Event description:
On 9/1/85, the reporter had her first set of silicone gel implants implanted. Between 1985 and 1988, she has had five sets implanted. She suffers from rheumatoid arthritis, lupus, memory loss, low grade fever, deep depression, rashes, fibromyalgia and many other health problems. The rptr is 47 yrs old